Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump failed volume test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received used. Not in the original packaging. Decontaminated. Per visual inspection; scratched liquid crystal display (lcd) lens, worn "uso" seal and bubbled "dso" seal. Per functional testing, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The complaint was confirmed. The most probable root cause was due to over delivery from the expulsor. It was unknown what caused the fault. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to replace the expulsor.